Manufacturer narrative:
The instrument reported in this event has not been returned to confirm/identify any reportable failure mode(s). If additional information becomes available through failure analysis of the isi device, the complaint will be re-evaluated. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date and product information. This complaint is considered a reportable event due to the following conclusion: it was alleged that an unknown instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown which instrument was in use, and what caused the breakage to occur. Blank MDR fields: device expiration date was left blank. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, an unknown instrument was observed to have a broken prong. Upon insertion, a prong fell off the instrument into the patient's abdomen. The piece had to be removed and a new instrument was then used. The procedure was completed with no further issues. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was not able to provide what type of instrument had the breakage issue or if the instrument was inspected prior to use. The instrument broke immediately upon insertion and the piece into the abdomen. All fragments were retrieved by direct visualization. The surgeon was unaware if the instrument will be returned for analysis.